Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. No missing pixels or line segment artifacts were observed. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. The returned battery cap threads were stripped. A test cap was used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint is being submitted late as part of a retrospective review conducted for the new MDR monitoring report developed in (B)(4). The new MDR monitoring report is included in the animas 483 response related to MDR timeliness.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The reporter stated that pixels were missing from the display. The issue was noticed one month prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.